Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s last refill was on (B)(6) 2013. The pump was supposed to have been refilled on (B)(6) 2013. A double tone alarm was heard on (B)(6) 2013. Per the reporter, the patient felt left side weakness, was hunched over, could not walk, was experiencing lots of pain and had to go to the emergency room (ER). The ER physician gave percocet pain medication. It was noted that the patient¿s left leg was spasming more than the right leg. The patient fell last night, could not get up and had to be carried to the couch. The patient needs assist with walking; the patient¿s left leg force to bend - stays straight. It was also noted that the patient ¿feels her left side is paralyze¿. An appointment was scheduled for friday (B)(6). The device system was used to deliver clonidine, bupivacaine and dilaudid. It was later reported that the patient had to pay cash for her refill and then was told that her doctor is no longer refilling pumps. The patient was redirected to another physician but he would not follow her because he only sees cancer patients. It was noted that the pump was dry now and the patient was going through withdrawal. The pump was protruding and the stomach was bruised so the patient wants the pump removed. Additional information received reported the pump was still protruding out of the patient¿s body and was causing her severe cramping in the past 3-4 days. The pump had been protruding for a couple of months if not longer. The incision split back in (B)(6), but a steri-strip was used and it closed up. The pump had not broken through the skin. Since (B)(6), the pump had critically alarmed and the health care provider (hcp) would not refill the pump unless the patient paid in cash. The pump stopped alarming two weeks prior to this report and the patient assumed it was dead as a result. It was reported since the pump stopped the patient could lay anyway she wanted without having the sharp electrical pain in her leg. Prior to the pump stopping, the patient would have severe pain in her leg when laying on her left side. The patient still had her normal back and leg pain, since she was without medication. The patient¿s primary care physician stopped giving her oral pain medication and called her a liar when she said the pump was protruding. The patient was on her last refill of vicodin and was ¿popping it like candy.¿ it did not help with the pain but ¿took the edge off.¿ the patient also had paralysis on her left side coming back in her left leg, which had a severe sciatic nervous issue. The patient had seizures, blackouts, and heart disease problems. She took soma for muscle spasms. It was noted, the catheter could be seen along the patient¿s side. The patient¿s hcp would not touch the pump, but she had an appointment with another physician scheduled for 2013 (B)(6).

Event description:
Additional information received reported the patient was injured due to a ¿defective¿ pain pump system¿s failure to deliver medications as prescribed which reportedly required removal and/or replacement of the ¿defective¿ device. The device system caused the patient and their family, personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by the surgery or surgeries to remove and/or replace the defective device.

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2014 the patient reported that the pump had been empty since (B)(6) 2013. The patient also mentioned that when their pump was empty, an hcp only wanted to fill it "a dash", and the patient told them it was a 40 ml pump. The erosion and protrusion started in (B)(6) 2013. The patient stated that they had paralysis so far on one side, and they had strokes and seizures. They stated the battery went dead in (B)(6) 2013 and that "it is on emergency alarm again". On (B)(6) 2013, exactly 30 days later, the alarm started again. At the time of the report the pump was on emergency alarm, but it was going slower. The patient reported they had been suicidal and they keep getting sick. The patient mentioned having depression. The patient was reportedly getting worse. They noted they fell the other night in the closet, hit the pump, and had a bruise on the back. They could see the catheter tip going through the "point pu mp and back". It was thought this meant the patient could see the catheter where it entered the pump and where it entered the back (both ends). They could see the catheter through the skin. The patient did not want to "wake up dead". The patient also noted that the pump was "putting off electrical" and the patient was reportedly getting an electric shock down their leg for years. This started three years ago, and they stated they could not sleep on their back or right side. An overdose was reported. The patient stated they kept telling their doctors that they overdosed and they did not know how many times because the pain was so sharp. The patient walked in front of cars trying to stop it. They had to "walk and walk and not stop". They stated that could not walk. They walked for three hours and eight hours straight through, and their legs would give out but they had to keep walking. They stated that in their apartment they had to be stripped completely naked and nothing could touch their left side because the pain would go down so sharp that they wanted to die. They stated that now that the pump was empty they could sleep on their back and their right side. They stated they were uncomfortable on their back because the "thing" was protruding. An inflammatory mass was reported. They stated they had a mass on their back where the catheter met the spine. They stated they had a doctor in san diego that was going to fill the pump three days later. The withdrawals were bad and she thought it was going to kill her. This was from (B)(6) (year not specified). Their hcp had reportedly been trying their hardest, and they started the patient low on percocet. They also kept getting leg cramps and it kept getting worse.

Manufacturer narrative:
(B)(4).